Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited distal end had a burn. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that distal cover got burned due to the defect was caused due to the use of high-energy endo-therapy accessory (such as laser and high-frequency wave) without enough distancing from the distal end. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.